Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d1, g1(contact person). *the aware date reported in the initial report was submitted incorrectly. The aware date should read: 20july2021.

Manufacturer narrative:
(B)(6). Testing of actual/suspected device : the getinge field service engineer (fse) that encountered the issue replaced the fiber optic cable assembly and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic connection. There was no patient involvement, and no adverse event reported.